Event description:
The pt is a male infant born on (B)(6), 2010. The pt was admitted to the med ctr with a primary diagnosis of prematurity, metabolic acidosis and abdominal distention. On (B)(6), 2010 a nurse was making rounds in the nicu and noticed that the pt was cyanotic with pulse ox reading of 55%. The phillips cardio-respiratory monitor was not alarming. The event lasted two and half minutes and the monitor did not sound at all during that time. Staff attended to the infant and vitals returned to baseline.